Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pen needles are leaking. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Customer returned a canister containing (2) blister packs for bd safetyglide syringes from lot # 8031730 which are not bd diabetes care products. These were received in flks complaint handling lab on (B)(6) 2018. The samples reported in this complaint and in question were not returned by the customer. No samples (including photos) of the products in question were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review for lot 8037904, cat no. (B)(4) was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly for leakages concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that bd ultra-fine pen needles are leaking. There was no report of exposure, serious injury or medical intervention.